Manufacturer narrative:
Further information was requested but not received. A partial lead with the tip measuring 8.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Related manufacturer reference number: 2017865-2021-11338, related manufacturer reference number: 2017865-2021-11339, related manufacturer reference number: 2017865-2021-11341. It was reported that the patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death were cardiac arrest, cardiopulmonary myopathy and chronic obstructive pulmonary disease.